Manufacturer narrative:
The iol was not received for evaluation. Prior to release to the market the lens met all manufacturing specifications. All information currently available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Not returned to manufacturer.

Manufacturer narrative:
The intraocular lens was received, visual inspection of the optic took place and no optical deviations could be found. Manufacturing records were reviewed and met specifications. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. We do not suspect a deficient lens was the cause of this event. At the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
It was reported that the multifocal intraocular lens was explanted due to halo, glare and bubbles. No patient complications were reported.